Event description:
The hcp reported that the interstim system was removed due to an infection. -organism unk. The pt is being treated with antibiotics and will be scheduled for re-implantation once the infection is resolved. No further info was made available by the hcp.